Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 03/21/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they lost consciousness at their office and the company nurse was called. The nurse checked the patient¿s bg reading and it was 20mg/dl. She administered the patient with glucagon and called emergency medical services (ems). When ems arrived, they checked the patient¿s bg and it was 31 mg/dl. The ems administered the patient with a shot of glucagon and glucose gel by mouth. The patient regained consciousness and heard the dexcom alerting that their bg was 58mg/dl. The patient declined to be transported to the hospital and was driven home by a coworker after his bg increased to 200mg/dl. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.